Manufacturer narrative:
In response to FDA report number mw5083538. Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency right side "capsular contracture", baker grade iii and "calcification". The device has been explanted.

Event description:
Patient reported via regulatory agency ¿capsular contracture, stage iii of right breast¿, and "right breast heavily calcified." The patient also reported ¿developed ovarian cyst¿, ¿which I had emergency surgery, causes me to lose my right ovary¿, ¿endometriosis was also developed¿, ¿panic attacks landing me in hospital multiple times¿, ¿worsening depression¿, ¿unexplained body rashes¿, ¿extreme fatigue¿, ¿bacterial vaginosis¿, ¿muscles decreased making it impossible to work out¿, ¿joint swelling¿, ¿joint pain, especially knees and fingers¿, ¿extremely cold extremities¿, ¿toe nail fungus (had for 7 years)"; these events are not device related.